Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the permanent cautery hook (pch) instrument had a tear on the tip below the black part. There was no report of patient involvement. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the burn spot indication was done during central processing. No other information could be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have mechanical indentations/burrs at the proximal clevis. Additional observation related to the customer reported complaint: the instrument was found to have an ear of the distal clevis cracked. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.